Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t; 200-07-35 - advanced patella 35mm 3 peg implant.

Event description:
As reported by the exactech truliant knee clinical study, approximately 1.5 years post op the initial tka, this 63 y/o male patient was revised due pain in left knee. Patient ran his knee into a door frame. He is now having pain. Femoral patella, tibial insert, tibial tray were revised. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of pain following the post traumatic event of the patient running his knee into a door frame. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported by the exactech truliant knee clinical study, approximately 1.5 years post op the initial left total knee arthroplasty (tka) for osteoarthritis, this 63 y/o male at 180 lbs. Was revised due pain in his left knee. Femoral patella, tibial insert, and tibial tray were revised on (B)(6) 2021. The patient ran his knee into a door frame in (B)(6) 2021 (¿he is now having pain.¿). The patient had a knee aspiration on (B)(6) 2021. The case report form indicates this event is definitely not related to devices or procedure. The patient has a comorbidity of hypertension. There is no other reported information.

Event description:
As reported by the exactech truliant knee clinical study, approximately 1.5 years post op the initial left total knee arthroplasty (tka) for osteoarthritis, this 63 y/o male at 180 lbs. Was revised due pain in his left knee. Femoral patella, tibial insert, and tibial tray were revised on (B)(6) 2021. The patient ran his knee into a door frame in (B)(6) 2021 (¿he is now having pain.¿). The patient had a knee aspiration on (B)(6) 2021. The case report form indicates this event is definitely not related to devices or procedure. The patient has a comorbidity of hypertension. There is no other reported information.